Manufacturer narrative:
Concomitant medical devices: icf09b52 lead, implanted: (B)(6) 2001; a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that during a device change-out procedure, the right ventricular (rv) lead was noted to have low impedance through both the new and previous devices. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.